Event description:
At a subsequent follow up, noise episodes were noted again and therefore the device was reprogrammed. No adverse consequences were noted to the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
There was noise on the atrial channel that may be related to an atrial lead issue. The device will remain implanted and the patient will be monitored.